Manufacturer narrative:
The product was returned analysis. One haptic was pulled out of the optic (not returned). The optic was torn/split (edge view) of the pulled out haptic. The anterior and posterior optics were scratched. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Product history record were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 10/07/2007 by fax and mail and 10/15/2007 by fax. A completed questionnaire has not been returned.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a capsular bag tear occurred. Add'l information, including patient status, has been requested.